Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress, handling, or other issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the oes cystonephrofiberscope was reprocessed and came out without the rubber on the distal end. The issue was found prior to beginning a case and the scope was not used in a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the bending section cover was torn and folded. The bending section cover was taped, but leaking. The battery holder was found to be corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.